Event description:
It was reported that during the surgery the battery was moved because it had originally been placed too low. The area around the implantable neurostimulator (ins) had been sore since implant.

Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3550-39, lot# n327797, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: accessory. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. (B)(4).